Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing while in the secondary vector. The patient was asymptomatic and had been asleep at the time of the event. Review of the device logs indicated the device had recorded multiple treated and untreated events, all of which had a similar morphology change and resulted in t-wave oversensing in the primary vector. The physician felt there had been a change in the morphology over the years since implant. Technical services discussed that when using the primary or secondary vectors for programming, the r-wave was significantly diminished, and the physician wanted to proceed with programming the alternate vector. The patient had worsening kidney disease and other comorbidities. It was planned to continue routine follow-up. The s-ICD remains in service.